Event description:
Procedure performed: lap appendectomy event description: a gauze was inserted with a grasper through the trocar, and the seal completely fell into the abdomen. A gauze was inserted with a grasper through the trocar, and the seal completely fell into the abdomen. The seal was removed from the abdomen. The trocar was part of gk880 kit type of intervention: the seal was removed from the abdomen patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner such as a grasper. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap appendectomy. Event description: a gauze was inserted with a grasper through the trocar, and the seal completely fell into the abdomen. A gauze was inserted with a grasper through the trocar, and the seal completely fell into the abdomen. The seal was removed from the abdomen. The trocar was part of gk880 kit type of intervention: the seal was removed from the abdomen. Patient status: no patient injury reported.